Event description:
It was reported the rigid videoscope had an anti-fog function that did not work. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated: b5, d8, e3, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem was found as the customer's allegation was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during the therapeutic procedure with no delay and was completed with a similar device.